Event description:
It was reported that the procedure was to treat a popliteal artery. A balance middleweight (bmw) guide wire was being advanced from the lower extremity into the femoral artery with the guiding catheter and guide wire quit advancing. The wire was manipulated and still could not advance. The guide wire was removed and a non-abbott guide wire was advanced and a balloon catheter was used for dilatation. The same bmw was again advanced and still could not cross the lesion. It was removed and a non-abbott guide wire crossed and a balloon catheter was again used for dilatation. When the bmw was going to be advanced again, it was noted that the distal segment was missing. The guide wire segment was free floating in the anatomy and was removed with a snare device. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and sem imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.